Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional info will be submitted within thirty days of receipt.

Event description:
While advancing a modified hook shaped merit 5f catheter over the jindo wire, the polytetrafluoro ethylene (ptfe) coating stripped from the core wire during the initial use. The product was not in an acute bend. It was straight outside the pt. There were no observed kinks in the product. The catheter caught on the glidecoating where it sits above the metal. When the catheter rubs up against it, the glide coating concertinaed. The product was outside of the pt; therefore, there was no injury to the pt. The product will be returned.